Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between the patient¿s vomiting and peritonitis with subsequent hospitalization and pd therapy on the liberty select cycler with cycler set. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak reported for this event. Based on available information a cause cannot be established for the peritonitis.

Event description:
During routine follow-up for a separate issue, a peritoneal dialysis (pd) program manager reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis (signs/symptoms unknown). The patient was hospitalized (B)(6) 2018 for vomiting and peritonitis. The patient was treated/prescribed with vancomycin and gentamicin (dose, strength, frequency and duration unknown) via peripherally inserted central catheter (PICC) line. No pd effluent culture results were provided. The patient was discharged to a rehabilitation facility (unknown date) and transitioned to temporary hemodialysis treatment on (B)(6) 2018. The patient was subsequently discharged from the rehab facility and returned home to resume pd therapy.

Event description:
...

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.